Event description:
The pump was replaced for an unspecified reason. The catheter was replaced due to a break, tear, or hole. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4) - the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.